Event description:
It was reported that the user called to confirm glucose visibility after starting a new dexcom g6 sensor with an ilet system and noted a blood glucose of 206 mg/dl after eating a cookie, expecting the pump to correct without needing assistance. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and education completed by support. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected postprandial hyperglycemia with sensor data visible and pump functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.